Event description:
It was reported that in an articular cavity, when advanced t1, t2 and t1 stripped off from the device at the same time. No patient injury reported.

Manufacturer narrative:
Three curved ultra fast-fix assemblies were returned for evaluation. The devices belong to three separate complaints and were returned in one package; as a result the evaluation will be added to each complaint investigation (B)(4). Visual assessment of the devices showed the triggers have been fully advanced and are locked within the handle indicating a complete deployment. The depth limiters have been trimmed to the surgeons desired length. One construct was returned for examination, which showed no abnormalities. The condition of the each device indicates their triggers were advanced during placement of t1 causing the simultaneous deployment. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not required at this time.